Event description:
Procedure: whipple. Reportedly, during surgery when a seal was done it then would release so the surgeon had to use clips and suture to finish the case. No other information was provided and there was no report of patient impact.